Event description:
Pt. Scheduled for surgical day procedure for repair of cyctocele/urinary incontinence. Repair with mesh reinforcement of a cyctocele and polyurethral sling was done. Capio suture captring device was used, dart disengaged and remained in the patient on the pelvic floor. Decision was made at the time to leave the dart inplace as attempting to remove would cause excessive tissue dissection and damage to the patient.